Event description:
It was reported that during the pulmonary vein isolation procedure to treat paroxysmal atrial fibrillation in the inguinal region faradrive steerable sheath clear was selected for use. It has been mentioned that air ingress was noted after inserting the sheath. The blood return was confirmed when inserting the catheter, but air was drawn in. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The sheath has been received for analysis.

Event description:
It was reported that during the pulmonary vein isolation procedure to treat paroxysmal atrial fibrillation in the inguinal region faradrive steerable sheath clear was selected for use. It has been mentioned that air ingress was noted after inserting the sheath. The blood return was confirmed when inserting the catheter, but air was drawn in. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned. It was further reported that following the procedure the patient was observed to have a temporary decreased level of consciousness. A CT scan and MRI were preformed, and no air embolism was seen in the patient. The physician believes the decreased consciousness may have been due to anesthesia or other medications, but this could not be confirmed. The patient has since fully recovered. It was also noted that both saline and blood were leaking from the sheath and the patient lost approximately 400ml of blood and a non-boston scientific device was used to stop the blood.

Manufacturer narrative:
When the sheath was received for analysis, it was first visually inspected, and it was noted that the dilator was still inserted through the sheath. While preparing the sheath for leak testing a fluid leak was observed from the hemostatic valves in the proximal end of the handle so testing could not be properly conducted. The valves were inspected under a microscope and a tear on the internal valve near the center slit was observed. Additionally, there was deformation was observed on both the inner and outer hemostatic valve. Based on all available information boston scientific confirms the allegation in the complaint with the most likely cause of the visible air seen in the field being device design leading to the tear near the center of the valve. Separately the deformation of both valves was caused by storing and transporting the sheath with the dilator inserted after the procedure. Investigation and medical safety determined the most likely cause of the decreased consciousness would have been related to the anesthesia used during the procedure. And blood loss is outlined in the instructions for use of the device and is considered a known inherent risk.

Event description:
It was reported that during the pulmonary vein isolation procedure to treat paroxysmal atrial fibrillation in the inguinal region faradrive steerable sheath clear was selected for use. It has been mentioned that air ingress was noted after inserting the sheath. The blood return was confirmed when inserting the catheter, but air was drawn in. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned. It was further reported that following the procedure the patient was observed to have a temporary decreased level of consciousness. A CT scan and MRI were preformed, and no air embolism was seen in the patient. The physician believes the decreased consciousness may have been due to anesthesia or other medications, but this could not be confirmed. The patient has since fully recovered. It was also noted that both saline and blood were leaking from the sheath and the patient lost approximately 400ml of blood and a non-boston scientific device was used to stop the blood.